Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The returned flexible screwdriver was confirmed to be broken at the proximal end of the shaft. The screwdriver shows signs of surface wear which does not impact functionality. No other issues were noted. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. Use of the flexible screwdriver is outlined in the tfna proximal femoral nailing system technique guide screw only technique guide. The following drawings were reviewed during investigation: flexible screwdriver. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The failure is potentially related to excessive torque on the device during use, or rough handling of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. A device history record review was conducted on part # 03.037.028, lot # 9298602: manufacturing location: (B)(4), manufacturing date: 16.jan.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while picking up instruments from the hospital, the sales consultant noticed that the 5 mm hex flexible screwdriver looked strange. The item appeared to be broken at the first flexible point. There was no patient involvement. This is report 1 of 1 for com-(B)(4).